Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that while unpacking, the stent was not found crimped on the balloon. The stent was in the packaging. The device was not used. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Eval summary: qa analysis revealed that the catheter was returned with blood in the guide wire lumen and contrast in the inflation lumen. The stent had dislodged from the balloon and was located on the shaft proximal to the balloon. There was no damage noted to the stent. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The shaft was slightly pinched 1 cm distal to the distal end of the guide wire exit notch for a length of 1.1 cm. There was a kink in the hypotube 51.6 cm distal to the distal end of the strain relief tubing. There was no other damage noted to the catheter. The protective sheath was not returned. The stent outer diameters were measured proximal, middle and distal using a laser micrometer. These measurements were all oversized. Prod performance engineering reviewed the incident info and analysis of the returned device. It was reported that while unpacking, the stent was not found crimped on the balloon. The stent was included in the package. The device was not used. Qa tech's visual inspection of the returned device found contrast in the inflation lumen. There were crimp marks visible on the tightly folded balloon, between the balloon marker bands, suggesting that the stent was originally positioned correctly and securely at the time of MFR. A kink was observed along the proximal shaft (hypotube) and a pinched distal lumen, just distal of the guide wire exit notch's distal end. This type of mechanical damage may occur during mfg, removal from packaging at the account, or device preparation/use. This mechanical damage was not reported and is not believed to be related to the reported discrepancy. The most likely root cause of this damage may be due to handling when packaging the device for transit back to abbott for analysis. The crimped stent outer diameter was measured and found to be outside of the mfg specification; however, since the crimped stent outer diameter is verified 100% at the time of MFR, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for this lot met the stent security criteria, which would indicate the unit had an adequate crimp. The presence of contrast in the inflation lumen suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. Other potential causes of dislodgement, as observed in past incident, may include improper or inadequate crimping at the time of MFR, negative pressure during sheath removal or forced sheath removal. Based on the case info and returned device analysis, this does not appear to be a mfg related issue. Due to the conflicting info rec'd with the complaint and the analysis of the returned product, no conclusive root cause can be determined for the reported stent dislodgement. Prod perf engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the prod perf group.